Event description:
It was reported by the patient that when the start button on the remote monitor was pressed it failed to power up. No indicator lights came on and it did not initiate any telemetry. The monitor had transmitted successfully in the past. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis confirmed the customer comment, it would not start an interrogation. Analysis also found the power supply damaged, it had exposed wires, and also found corrosion and contamination on the printed circuit board assembly and with the corrosion the unit was unable to power up.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.